Event description:
It was reported the customer had cracks near their battery compartment. The customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Unit received with cracked case at reservoir tube lip and battery tube threads. Unit received with minor scratched display window. Unit received with loose /flush drive support disk. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.